Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was unable to be filled during the loading process as the syringe needle became blocked after it was inserted through the cartridge septum. Customer changed the cartridge and needle to resolve the issue. Customer's blood glucose was not impacted.